Event description:
The customer reported a failure to discharge using internal paddles. There was no negative pt impact.

Manufacturer narrative:
(B)(4): the customer reported a failure to discharge using internal paddles. There was no negative pt impact. The device was evaluated at philips. The device passed testing with no trouble found. The issue was identified as one set of internal paddles sent in by the customer was found to be faulty.